Event description:
It was reported that the device did not provide pacing output and the patient was in a short period of asystole. The device was scheduled to be replaced, but the patient was too sick. The patient later expired due to non-device, non-cardiac related issues.